Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. It was unable to perform the displacement test due to no button response. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.